Manufacturer narrative:
One (1) "damaged" detachatip iii grasper-blunt nose dissector was returned for evaluation on (B)(4) 2014. Visual inspection of the returned instrument found the bottom jaw was completely detached from the device. The location of the break was at the cam slot in the jaw tail piece where cross sectional area (material thickness) is the smallest. This instrument was manufactured on 29-jan-2014. Of the lot containing (B)(4) units, there was one (1) other similar complaints received. A review of the device history record for this lot # found no noted of discrepancies during the manufacturing process that could have caused or contributed to this reported breakage. The detachatip iii grasper-blunt nose dissector is a multi-use laparoscopic dissector intended to dissect tissue in a variety of endoscopic procedures. This is a reusable device and provided sterile for multiple use. In this instance, the exact cause of the reported "jaw breakage" was unable to be determined at this time. However, evaluation of similar complaints revealed that this type of breakage can occur, if excessive lateral force was applied during use or if the jaws of the dtip were coming in contact with the jaws of another instrument when grasping and/or dissecting the tissue and was inadvertently gripping and/or closing its jaws over another instrument within it grasp. The IFU (instructions for use), states that "detachatip laparoscopic instruments have been validated for thirty (30) steam sterilization cycles. The useful lifespan of a surgical instrument is largely dependent on the care and handling of the instrument. For optimal life, protect the detachatip instruments from contact with other instruments during cleaning and re-sterilization". Final determination of the device lifetime is at the discretion of the operator. Thus, device damage during cleaning and handling could also contribute to its useful life span. To reduce the risk of the jaw breakage and patient injury, the IFU provides the following warnings: avoid overstressing mechanisms of instruments by properly gripping and maneuvering during surgery. If excessive force is applied, the mechanism can be easily overstressed resulting in damage or breakage".

Event description:
The user facility reported that during use of the detachatip iii grasper-blunt nose dissector, 5mm x 33cm in a laparoscopic hernia repair procedure on (B)(6) 2014, the bottom jaw of the dissector broke off and fell into the patient's abdomen. As reported, the jaw breakage occurred approximately 13 minutes into the procedure. However, information regarding how the breakage occurred was not provided by the user facility. The surgeon used an alternate grasper to remove the broken jaw. The procedure went on and successfully completed with the use of a second blunt nose dissector. There was no patient injury or surgical delay reported. Reportedly, the (B)(6) male patient was discharged as per normal protocol for this type of procedure.